Event description:
Facility staff alleged that while lowering the patient into a wheelchair the bottom of the lift kicked out from underneath the patient. The patient dropped a few inches into the wheelchair and was not injured.

Manufacturer narrative:
The facility believe the cause of the alleged incident was the location of the legs during the transfer. The legs were obstructing the lift from moving with the patient because they were not all of the way around the wheelchair. A new actuator was shipped and was placed on the lift by facility maintenance department.